Manufacturer narrative:
Event date: exact date unknown, event occurred approximately sometime after implant date.

Event description:
It was reported that the patient has having difficulty charging the ipg because it was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved slightly. The explanted device was not returned and retained at the facility.